Manufacturer narrative:
(B)(4). One piece sled. The ec60 instrument was received with no visual non-conformances. The device was loaded with an unfired reload. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic bowel resection procedure, the device did not fire. No additional information has been provided at this time. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional information: on what tissue type was the device used? Bowel. What location on the tissue was being stapled? Colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. Echelon only - during which firing stroke did the event occur? Unk. What colour cartridge was being used? Blue. What other colour cartridges were used before and after this event? Before after. Was buttressing material used? No. If yes, which product? Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? Unk. If so, when? Were any of the forces higher or lower than expected (closing, opening or firing)? No. If yes, please explain: after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Unk. If not, please explain what happened: was there any difficulty removing the device from tissue? Unk. If yes, please explain how device was removed: